Event description:
The facility's biomed tech reported an infusion pump with an 808:05 failure code that was found during biomed testing. The biomed stated that there have been no report of any pt incident involving this pump since the last baxter service event.